Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 7,0 mmol/l with the accu-chek performa meter and 2,5 mmol/l with the professional meter.